Event description:
Pt was at home with no problem involving the implanted pacemaker currently residing within the pt. The pt was experiencing problems with a squirrel who was eating the woodwork around his windows. The pt attempted to electrify the area around the affected window but in doing so caused himself to receive an electrical shock. After this event the pacemaker developed power-on-reset problems. The procedure to examine the pt and replace the pacemaker was completed before the risk mgr or myself as the reporting agent for the facility were notified of this situation.